Event description:
This complaint is from a literature source. The following literature cite has been reviewed: park cw, lim sj, ye dh, park ys. Outcomes of cerclage cabling for intraoperative calcar cracks in cementless total hip arthroplasty using broach-only, tapered wedge stems. J arthroplasty. 2020 oct;35(10):3002-3009. Doi: (B)(4). Epub 2020 may 26. Pmid: 32553792. Objective and methods: authors examined outcomes of 68 total hip arthroplasties utilizing cementless, tapered wedge femoral stems, that were treated with cerclage cabling to address intraoperative calcar cracks. The authors paired these 68 thas with controls of like demographics who did not experience calcar fractures, but had same manufacturer implants. Stems involved in the 68 calcar fractures included 26 depuy collarless corail ha coated stems, and 6 depuy trilock femoral stems, as well as 36 competitor stems. The calcar fractures were each repaired with a minimum of one 2mm dia. Competitor cable in all cases. Results: intraoperative calcar cracks managed by cerclage cabling in tha with cementless tapered wedge stems demonstrated 98.5% revision-free implant survivorship at 6 years. A dorr type c femur and the absence of cabling applied proximal to the lesser trochanter (lt) of the femur were associated with a higher rate of stem subsidence. For the subgroup of calcar cracks managed by a single cable applied proximal to the lt, the implant survivorship was 100% at 6 years. Findings suggest that the application of a single cerclage cable proximal to the lt of the femur would provide sufficient stability for calcar cracks in tha using broach-only, tapered wedge stems. Post-operative complications, a single patient in the control group received an acetabular component revision (for aseptic loosening). Two patients in the calcar fracture group received re-operations, with one for femoral component revision for treatment of post-operative periprosthetic femur bone fracture, and one for periprosthetic femur fracture, treated with open reduction internal plate fixation only. 13 hips in the calcar fracture group demonstrated stem subsidence >3 mm, while 4 hips in the control group did likewise. 6 hips in the calcar fracture group demonstrated femoral radiolucency, while 7 hips in the control group did as well. There were no cases of diagnosed femoral stem aseptic loosening. In all cases of reported post-operative complications, the authors did not provide information indicating which manufacturer¿s products were involved.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.